Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Did the jaws of the device eventually open? We don¿t know exactly, but according to surgeon¿s psychological profile, maybe both.

Event description:
It was reported that during a lobectomy procedure, the surgeon entered the device inside the abdomen by using a trocar. Inside the patient, the jaws of the device didn't open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.